Event description:
A patient was implanted with prodisc-l at l5-s1 on an unknown date. On an unknown date the patient presented with pain to the surgeon. The examination showed migration/subsidence of the superior endplate and the poly inlay of the pdl. The inferior endplate was intact and in the correct position. The patient was returned to the or on (B)(6) 2013 for removal of superior endplate and poly inlay. The inferior endplate was not removed. The surgeon replaced the superior endplate. During implant of a new poly inlay the inserter broke and the inlay would not slide into position. Another insertion device and a new poly were used and the procedure was completed with a less than 10 minute delay. This report is #4 of 4 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of manufacturing records has been requested. Placeholder.

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. Review of the DHR for pdl-m-pt12s lot 6922004, tantalum bead lot 6785120, and raw material lot 4869781 indicates no discrepancies associated with this complaint. Damage to the inlay is post manufacturing. The inlay shows damage to the right rear radius and on top of the dome. Due to the post-manufacturing damage, the part would not pass established in-house visual inspection standards and dimensional specifications for relevant dimensions. Per the complaint description, the issue was due to the inserter tip breaking and damaging the inlay during attempted insertion and does not describe an issue with the inlay itself.